Event description:
Healthcare professional (hcp) reports multiple incidents of clotting observed with the psn 170 dialyzer. Clotting is noted during rinse back of the patient's blood at the end of treatment. Blood clots are seen as a ring of clots around the circumference of the arterial and venous headers. Upon observation of the blood clots, only blood from the arterial bloodline is returned to the patient, resulting in an unreported amount of blood loss. No patient injury or medical intervention was reported per hcp.